Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented with as/vp rhythm at 115 bpm. During intrinsic amplitude testing, the rhythm was disrupted. Technical services (ts) determined the rhythm was consistent with an endless loop tachycardia (elt) below the mtr, with v-a time - 320 ms. Current settings included pvarp 240-300 ms and prolonged av delays, with av search off. Ts recommended lowering mtr/msr to 110 bpm, increasing pvarp to 340-380 ms, and adjusting av delays to 200-300 ms. At this time, the device remans in service. No adverse patient effects were reported.